Event description:
The account alleged that the frame seemed a little wobbly. No pt impact.

Manufacturer narrative:
The account inspected the bed and found the intermediate frame pivot block bolt was loose on one side. The account believed that the rivet nut was loose. The account ordered and received the rivet nut and wants to know how to install it. Tech informed the account that they will need the rivet nut tool. No further info is available on the repair of the bed at this time.